Event description:
During a synfix l5-s1 procedure, the surgeon felt that the implant holder was not un-threading as easily as it should, so he removed the implant and implant holder to inspect. Once the implant was removed from the pt, the surgeon tried to separate the implant and implant holder but the implant holder tip broke off. The surgeon used another implant and implant holder to complete the procedure. No pt harm reported.

Manufacturer narrative:
Manufacturing investigation: device history record review - the manufacturing records were reviewed and no complaint related issues were found. Product investigation: the device was returned and the visual inspection of the returned device confirmed the thread on the itp is broken off. The microscopic view of the fractured surface does not show any anomalies and the remaining threaded portion meets our specifications. Investigation conclusion: the tip broke off due to mechanical overloading. No product related condition found. This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.